Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high pacing thresholds, low amplitude, noise and oversensing on the right atrial channel and right ventricular channels. Due to this inappropriate atrial tachy response (atr) episodes were stored. Additionally, low within range pacing impedance measurements was also observed on both channels and high out of range shock impedance measurements were observed. An insulation issue with the lead is being suspected, however, it has not been confirmed. The system was reprogrammed and a system revision was scheduled for the near future. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this lead experienced dislodgement, likely due to twiddler syndrome or due to position changes since the patient is pregnant. At this time, no changes have been performed, and they are waiting for the patient to give birth in order to perform the system revision. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: patient codes h6: device codes additional information was added to the following fields: a1: patient identifier d6a: implant date.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high pacing thresholds, low amplitude, noise and oversensing on the right atrial channel and right ventricular channels. Due to this inappropriate atrial tachy response (atr) episodes were stored. Additionally, low withing range pacing impedance measurements was also observed on both channels and high out of range shock impedance measurements were observed. An insulation issue with the lead is being suspected, however, it has not been confirmed. The system was reprogrammed and a system revision was scheduled for the near future. At this time, this system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high pacing thresholds, low amplitude, noise and oversensing on the right atrial channel and right ventricular channels. Due to this inappropriate atrial tachy response (atr) episodes were stored. Additionally, low within range pacing impedance measurements was also observed on both channels and high out of range shock impedance measurements were observed. An insulation issue with the lead is being suspected, however, it has not been confirmed. The system was reprogrammed and a system revision was scheduled for the near future. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this lead experienced dislodgement, likely due to twiddler syndrome or due to position changes since the patient is pregnant. At this time, no changes have been performed, and they are waiting for the patient to give birth in order to perform the system revision. No adverse patient effects were reported. Additional information was received detailing that the oversensing reoccurred. It was decided to hospitalize the patient and turn the therapy off. They are waiting for the patient to give birth to perform the system revision. At this time, this device remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes. Additional information was added to the following fields: b5: describe event or problem field. H6: patient codes. H6: device codes. Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high pacing thresholds, low amplitude, noise and oversensing on the right atrial channel and right ventricular channels. Due to this inappropriate atrial tachy response (atr) episodes were stored. Additionally, low withing range pacing impedance measurements was also observed on both channels and high out of range shock impedance measurements were observed. The system was reprogrammed and a system revision was scheduled for the near future. At this time, this system remains in service. No adverse patient effects were reported.